Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high". Customer delivered a correction bolus, and administered a manual injection of insulin to address bg. Customer changed pump supplies to address the issue.